Manufacturer narrative:
On 10/31/2016 review of pump data indicated that the pump was functioning as intended. Multiple attempts were made to the customer. However, they were unsuccessful. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 440 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The contact declined to check infusion set site and stated to believe the pump was not working due to customers bg level not decreasing after multiple boluses. The customer was advised to upload pump data. It was indicated that the customer was in contact with the health care provider.